Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced pain in the chest or from the device. Technical services (ts) consultant referred the patient to the physician. As of this time, this ICD remains in service. No adverse patient effects were reported.